Event description:
The report received from the affiliate indicated that during an elective percutaneous coronary intervention (pci), when the physician attempted to apply negative pressure to the cypher select plus 2.75 x 18 mm stent, the syringe filled with air. The stent delivery system (sds) was successfully removed from the pt. The stent was not implanted in the pt and was removed still mounted on the sds . After removal of the sds, the physician noted that the luer hub was cracked. There was no reported pt injury. The pt was successfully treated using an endeavor stent. There was no pt or lesion info available. The product was inspected prior to use and appeared to be normal-no anomalies noted. The device was not re-sterilized. The device was not pulled from the packaging by the luer hub. The device was prepped properly according to the instructions for use (IFU). No additional info is available.

Manufacturer narrative:
No additional info was available. When negative pressure was applied with the product inside the pt, a hub crack was noted on the cypher select+ stent. There were no anomalies noted when removing the product from the packaging and no problems encountered attaching the device to the indeflator. The device was prepped according to the instructions for use (IFU) and no problems were noted at this time. There was no difficulty inserting the device to the lesion. Negative pressure was applied and air bubbles were observed. The hub crack was noted at this time. There was no difficulty removing the product from the pt and another was used to finish the procedure successfully. There was no reported pt injury. The product was returned for eval. The non-sterile 2.75 x 18 mm cypher select+ was received coiled inside a plastic bag. The hub was evaluated and inspected visually. The hub is vertically cracked from the injection point to the hub thread. The stent was not deployed and visually was correctly placed by visual inspection. The unit did not show any damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed and determined to be related to the manufacturing process of the product. An internal investigation was opened to address this kind of failure. Please note that this is the initial/final report for this product.